Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty deploying the clip and inability to remove the gripper line. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3 and enlarged atrium. A mitraclip xtw was inserted and deployed on the mitral valve. However, after deployment, the clip would not separate from the clip delivery system (cds) even after correcting the position and trajectory of the cds. Troubleshooting was performed on the gripper lever and the lever was disassembled according to the instructions for use (IFU) to expose the gripper lines. However, one of the gripper lines was stuck and could not be pulled out. The cds was then removed from the guide and the stuck gripper line was left in place. After the cds was removed, the gripper line was able to pulled and separated from the clip without issue. The procedure was completed successfully with one clip implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.